Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The embolization coil was detached from the pusher assembly, the pull wire was extended out of the distal detachment tip (ddt), and significant dried blood was observed on the distal end of the embolization coil. Conclusion: evaluation of the pc400 revealed the embolization coil was detached within the introducer sheath. The detachment of the pc400 may have occurred due to forceful retraction through the introducer sheath against resistance. Since the pc400 was detached, it could not be functionally tested for advancement through a microcatheter. However, the dried blood observed throughout the introducer sheath and embolization coil may have contributed to the resistance experienced by the physician while manipulating the pc400. If continuous flush is not used during the procedure, blood may be more likely to dry within the introducer sheath and contribute to difficulties. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an abdominal aortic aneurysm (aaa) in the internal iliac artery (iia) using penumbra coils 400 (pc400s). During the procedure, while attempting to advance two pc400s through a non-penumbra microcatheter, the physician experienced resistance after advancing the coils approximately 20 centimeters into the microcatheter; therefore, the coils were removed. The procedure was completed using seven other pc400s and the same microcatheter without further issues. There was no report of an adverse effect to the patient.